Event description:
Implant surgery date (B)(6) 2010 physician performed transobturator inside-out procedure. Upon exiting of trocar through incision, tip of sleeve was not visible physician pulled trocar back several centimeters and pushed through. Received additional information on (B)(6) 2010 that reported that sleeve split and rolled back prior to exiting incision. Sling was removed and procedure was completed with second sling.

Manufacturer narrative:
Eval method: investigation is still ongoing. When more information is available a supplement medwatch report will be submitted accordingly. Conclusion: no conclusions can be drawn at this time. When additional information becomes available a supplement medwatch report will be submitted accordingly.